Event description:
It has been reported to philips that the system would not power on. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering on. Upon inspection, the fse checked the fuses on mpd(main power distribution) control unit which was off and the ups circuit breaker was active, however the hospital mains to the mm-x100 terminal block behind the m-cabinet was showing no voltage. The fse determined that the breaker in mpdu was failed and the fiber cable connection was cracked and hence the x-ray and fluoro cannot be performed due to this broken fiber cable. The fse replaced the mpd control unit and fiber optic cable and then the system was returned to use in good working order. The codes were updated based on the investigation outcome.